Event description:
A webform complaint was received in which it was reported that the customer's adc device did not have a needle. The customer further reported that they experienced a seizure and/or a loss of consciousness; however, they did not receive third party treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Applicator has been returned and investigated. Visual inspection has been performed and no issues were observed. Applicator had fired successfully and sharp was not returned. Visual inspection was performed on the sensor and no failure modes were observed. Sensor plug was not seated properly and sensor plug was not returned. Therefore, the issue is closed to no product returned. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported that the customer's adc device did not have a needle. The customer further reported that they experienced a seizure and/or a loss of consciousness; however, they did not receive third party treatment. There was no report of death or permanent injury associated with this event.